Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a scheduled non-emergency procedure was performed when the issue happened, and the procedure was completed as planned by moving the table manually. The philips field service engineer (fse) inspected the system onsite and identified that system generates notifications indicating that it is unable to relocate the stand. After reviewing log file, fse found that errors in the assembly of the motor within the flex arm. To resolve the problem, fse conducted diagnostics and calibrations, inspected cables and connections, and reattached covers. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the motorized movements of the stand do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave error messages of ¿some stand movements not available¿ and ¿motorized movements not available.¿. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.